Event description:
It was reported that the user experienced difficulty attaching a connector to the pump, which was resolved during troubleshooting when a new connector successfully attached to the cartridge; a replacement was arranged due to recurrent occurrence. Investigation of this case revealed a suspected connector fit or engagement issue localized to the disposable connector component, with successful resolution upon use of a different connector, suggesting intermittent component malfunction. No adverse clinical effects during the event reported. Outcomes included no reported impact to therapy continuity and no alerts or alarms. Investigation included user troubleshooting and education over the phone. It was concluded, based on previously established findings for similar reports, that the cause was a component malfunction of the connector leading to inability to attach.